Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132 serial # (B)(4) description: precision spectra implantable pulse generator the explanted devices were not returned to bsn.

Event description:
A report was received that following an implant procedure, the patient awoke from anesthesia and couldn't move her legs. The physician stated that there was stenosis and that the patient had a smaller canal. The physician believed placing the paddle lead in that area compressed and put pressure on the patient's cord. The physician explanted the patient and noted the patient had a t compression, a t7 t8 compression. The patient is now able to move both legs.